Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device 60-6010-003, universal plus straight-button was being used on (B)(6) 2022 during a laparoscopic hysterectomy procedure when it was reported ¿that during use, even though the coagulation switch was not touched, it was suddenly output and did not stop.¿ there was no injury or impact to the patient. An alternate unknown device was used to complete the procedure. Further assessment found no medical/surgical intervention or prolonged hospitalization was reported. The patient's current condition is unknown and it is not known if there was a delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-6010-003, universal plus straight-button was being used on (B)(6) 2022 during a laparoscopic hysterectomy procedure when it was reported ¿that during use, even though the coagulation switch was not touched, it was suddenly output and did not stop¿. There was no injury or impact to the patient. An alternate unknown device was used to complete the procedure. Further assessment found no medical/surgical intervention or prolonged hospitalization was reported. The patient's current condition is unknown and it is not known if there was a delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿output did not stop¿ was confirmed based on photographic evidence and device evaluation. Received one 60-6010-003 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the circuit board is corroded and damaged. Performed a functional inspection using the esu system 7550 (B)(6), the device continuously activates without pressing the buttons. A two-year lot history review cannot be conducted as no lot number was provided. A device history record review cannot not be conducted as no lot number was provided. (B)(4). Per the instructions for use, the user is advised the following: if during suction/irrigation a leak is noted at the instrument connection, make sure the that instrument is properly seated into the handle and the nut is fully tightened. Improper use of this or any other electrosurgical device, can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.